Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 224, which were not reproduced during evaluation. System error 224 was confirmed through a review of the event history log. No component could be identified for causality and no related malfunction could be identified.

Event description:
It was reported that a spectrum pump experienced system error 224, during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.